Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the heartstart xl+ defibrillator is experiencing after passing the ops check and in the morning they are showing errors and are unusable. There was no reported patient involvement.